Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Manufacturer narrative:
The unit was returned to mallinckrodt (B)(4) service center where it was evaluated. Service reported that the problem was never reproduced with the injector after many days of testing. Service recommended to the customer replacement of the powerhead keyboard and main cpu board as a preventive measure. Service tested the unit per service checklist and returned to full service.

Event description:
(B)(4) service reports; the customer reported- the injection protocol was 1.5 mls/sec, for saline. As well as contrast. The event occurred prior to the patient being placed on the table. The injector piston was in contact with the plunger of the syringe. This is not the first event with that injector. The technologist filled the injector with saline and contrast. They left the room to get the patient, and when they returned to start the exam, the saline was on the floor. This has also happened with the contrast. The powerhead was tilted down.